Manufacturer narrative:
An investigation was initiated on this complaint immediately after receipt as this is the first of its kind. Representatives of new wave surgical travelled to the facility on (B)(6) 2010 and interviewed operating room personnel and surgeon involved. The incident seems isolated and staff and surgeon have never seen it happen prior to this event. Hospital uses 60-100 units per month. Samples of the cannulas from the hospital were acquired for eval and investigation. Samples were tested and the defect described could not be replicated under normal use and with multiple samples and different cannulas including the exact model used by customer. Our fema and investigation results from this type of defect have been determined to be minimal and would not cause any pt injury. The item is not used for diagnostic and treatment of pts and is a cleaning accessory for the scope and material in the defective product has been thoroughly tested for biocompatibility. Over 70,000 devices have been used over 3 years without a complaint of this type. Although we have concluded that the failure is a rare event, management has added additional inspection detail in the inspection procedure to try and prevent the defect from occurring again.

Event description:
Customer reported that the some of the blue plastic at the smaller end of cleaner was shredding during use in laparoscopic procedure.